Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g6, with a highest recorded glucose of 350 mg/dl and glucose remaining elevated for approximately four hours after eating pizza without announcing the meal or taking insulin, and a supply change was required. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention, and glucose stabilized thereafter. Investigation included review of the event details and provision of troubleshooting and education on best practices for meal announcement. Investigation of this case revealed hyperglycemia with cause unclear, likely associated with an unannounced meal and the need for a supply change; the device alerted for high glucose as designed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.